Event description:
Hk sale rep forwarded the following e-mail: the doctors are concerned that there have been a few fillings done with venus that have broken, and also the shades are brighter than on the shade guides. Spoke to sales rep. She said that the office just started using the vp within the last month. She did not have any more info. Called the office and spoke to receptionist. She said that the hygienist and the dentists were with pts. She took a message with contact info and said someone would call back. Left a couple more messages, but the office has not responded. (B)(4).